Event description:
Voluntary medwatch form mw5182313 received states: it was reported that within six months, this system exhibited a drop in pacing impedance measurements, from 800 ohms to 300 ohms on the right ventricular (rv) channel.

Manufacturer narrative:
Related voluntary medwatch form received: mw5182313.